Event description:
Caller reported experiencing multiple cartridge alarms, with case issue capturing alarm 31. There was no adverse impact to the customer's blood glucose level. Customer service confirmed previous cartridge alarms with consecutive cartridges and resolved the situation by replacing the pump.